Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's device was coming through the skin. The patient was given wound care and the device was removed and replaced. The patient had effective pain relief prior to the device removal. There have been no reports of further complications regarding this event.